Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that, per the hcp, the patient was receiving therapy and had no issues at the post operation appointment. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The manufacturer representative was present in a pump revision case and the hcp could not aspirate from the catheter access port (cap). No further information was provided. Additional information was received from a manufacturer representative. It was reported that cause of the aspiration issue was not determined. No further actions were taken to resolve the issue. No symptoms were reported. The pump and catheter were functioning properly. There were no further complications reported at this time.